Event description:
Report received from the USA stating that the device was "heating up." The device was used during a cochlear implant. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device and the reported heat was not confirmed or duplicated. The device met specifications, and no problems were noted. If additional information is received, a supplemental report will be sent. Ref: (B)(4).